Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg would no longer hold a charge and would not communicate with external devices. An sjm representative met with the pt and confirmed communication could not be established. Additional info received identified the pt's ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperative.